Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Embolic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. No corrective action is required at this time. Review of the info suggests that vessel and procedural factors may have contributed to the reported event. This is one of two products involved with this adverse event in which associated MFR report number is 1016427-2009-00264.

Manufacturer narrative:
At the time of the 12 month follow-up visit, it was determined that the symptoms had resolved.this is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2009-00264 and 9616099-2009-01826.

Event description:
This study pt underwent carotid artery stent implantation and during the index procedure, suffered an embolic stroke. This is a pt with medical history including hyperlipidemia, positive stress test, smoking (greater than 5 ppd), cad with pci and hypertension. The target lesion was right internal carotid artery described as mildly calcified, eccentric and 80% stenotic. The pt was asymptomatic prior to the procedure with stroke scale scores of 0. An angioguard with a 6mm basket was implanted beyond the target lesion, and the lesion was pre-dilated. A 9.0 x 30mm precise pro rx was implanted at the target lesion and the angioguard device was retrieved with no debris noted in the filter basket. A few hours after the procedure, the pt experienced left eye ptosis and the following morning developed dysarthria and left facial palsy. A CT scan showed acute infarction of the right hemisphere. Carotid duplex demonstrated that the stent was patent. The pt's condition had improved, but he still had minor facial palsy and dysarthria when he was discharged 5 days after the index procedure. His facilities stroke scale scores were 3 and 2 at the time of discharge. According to the investigator, the pt had multiple right hemisphere emboli, possibly related to a shower of debris that may have occurred during the delivery of the angioguard device (prior to filter placement).